Event description:
It was learned that a 21 mm edwards aortic valve (device #1) was explanted at implant due to report of central malcoaptation of the pericardial leaflets and severe central aortic insufficiency. According to the surgeon, a 21 mm magna ease valve (device #1; MFR report #2015691-2013-21892) was implanted in the patient. There appeared to be some central malcoaptation of the pericardial leaflets before the valve was even implanted but thought this would improve once the leaflets came under aortic pressure. Unfortunately the tee in the or showed moderate to severe central ai so the patient was put back on and the valve was removed and replaced with a regular perimount valve (subject device; device #2) . Per the surgeon's opinion, the initial magna ease valve (device #1) was incompetent immediately after implantation, necessitating a second valve implantation. After replacement with another edwards pericardial valve (subject device; device #2), the right ventricle did not work well, even after a prolonged rest on bypass so a coronary artery bypass graft (cabgx1) to the right coronary artery was done assuming the second valve (subject device; device #2), had compromised the rca orifice. The heart then worked fine, the patient did well until 6 days later when suddenly arrested and died. The sternum was reopened during the arrest and the coronary graft noted to be soft and not occluded. Per the surgeon, the arrest was likely due to ventricular fibrillation secondary to previous myocardial fibrosis and hypertrophy. Surgeon associates the event to procedural complications and to a device malfunction. The total crossclamp time was 178 minutes to complete the initial avr, replacement avr, and cabgx1. Note: this is a report corresponding to device 2 of 2 which remained implanted in the patient. For device #1(explant at implant), see MFR report #2015691-2013-21892.

Manufacturer narrative:
Similar to model 2800 brand carpentier-edwards perimount pericardial aortic bioprosthesis which is marketed and sold in the u.s. Note: this is a report corresponding to device #2 of 2 which remained implanted in the patient. For device #1 (explant at implant), see MFR report #2015691-2013-21892. Report of an edwards aortic valve explant at implant (device #1, see MFR report #2015691-2013-21892) due to central regurgitation reportedly due to malcoaptation of the pericardial leaflets, which required replacement. After replacement with another edwards device (subject device; device #2), the right ventricle did not work and a CABG x1 was performed to the right coronary artery (rca), which was assumed to have been compromised by the second implanted valve, subject device #2. The subject device #2 remained implanted with no further complications reported. The patient was noted to have done well until six days post surgery when she arrested and expired. The cause of death was reported as ventricular fibrillation secondary to previous myocardial fibrosis and hypertrophy. Ventricular fibrillation/arrest is typically a complication associated with myocardial infarction, poor ventricular function, or inadequate myocardial protection during cardiac surgery. The possibility of the device being the cause of this is remote. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. In this case, the subject device #2 was noted as a possible cause of the compromised rca; however a CABG was performed, and the device reportedly remained implanted in the patient with no further intraoperative complications. Product labeling (information for use) cautions the user as follows: " the stent of the aortic bioprosthesis is symmetrical, and the commissure supports (struts) are equally spaced. The struts should correspond to the remnants of the natural commissures so as not to obstruct the coronary ostia." The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The provided information suggests that this event may be related to technical and patient factors, and not to a device malfunction or quality deficiency. No further action is required at this time, edwards will continue to review and monitor all events.